Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2024, the patient experienced a skin reaction with redness, pimples, pustules, pus and infection underneath sensor pod area. The patient went to the doctor's clinic on (B)(6) 2024. She was the diagnosed with a skin infection. The doctor prescribed oral antibiotics cephalexin, 500mg (4 times a day for 7 days). At the time of the report the patient was feeling better and the skin condition was improving. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.